Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The performed investigation of complained screwdriver shaft has shown that the tip broke off as a result of excessive torsion load. We assume that the deformation of the tip was caused by excessive mechanical stress. No product fault could be detected. Placeholder.

Event description:
A hospital in (B)(6) reported the tip from the screwdriver shaft is broken.